Manufacturer narrative:
Exact weight is unknown. The patient is about (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the cut wire broke at the tip of the tome. Additional information revealed that energy was never activated and no wire fell into the patient. The cut wire was still inside the catheter. The procedure was completed with subject hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the cut wire broke at the tip of the tome. Additional information revealed that energy was never activated and no wire fell into the patient. The cut wire was still inside the catheter. The procedure was completed with subject hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device evaluation: a visual examination revealed that the exposed cut wire was broken at the distal pierce hole. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and was partially visible. The other broken section of the exposed cut wire was attached to the anchor and remained inside the distal pierce hole. During analysis, the retracted cutting wire was pushed out of the extrusion through the proximal pierce hole. The broken ends of the cutting wire appeared slightly burnt/blackened. The distal tip was opened to further examine the cutwire/anchor joint assembly. The cut wire appeared to have broken approximately 5 mm from the cutwire/anchor joint assembly. The integrity of the weld joint appeared unaffected. The od of the exposed cut wire was measured and meets the specification. The condition of the returned unit was consistent with the complaint incident that the cutting wire broke at the distal pierce hole. The broken sections of the cut wire remained attached to the device. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the wire likely snapped due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.